Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported there was a delivery anomaly that occurred with the insulin pump. Customer's blood glucose was not known. Customer agreed to return the product for analysis.

Manufacturer narrative:
The download history file showed that 10 manual boluses were programmed on (B)(6) 2015 along with 6 basal profiles. The unexpected delivery anomaly was not specified in the customer notes. The insulin pump was programmed with multiple boluses and monitored and all were properly delivered and listed in the bolus history screen. No bolus anomaly or delivery anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case at a reservoir tube window corner, cracked reservoir tube lip and a missing end cap sticker.